Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the trailing haptic of the lens got caught during injection and broke on implantation into the eye. The lens was explanted and exchanged during the original surgery session without further incident. There was no harm or injury to the patient. Surgery is reported to be prolonged due to the event. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device was not available for return. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. Our review of production records for the rayone galaxy rao605g batch 015259937 showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone galaxy rao605g batch 015259937. Without the ability to examine the device and without clear event details being provided it is not possible to establish the cause of the event.

Event description:
On 13th october 2025, rayner received notification from a healthcare facility in norway of an event that occurred during the implantation of rayone galaxy rao605g lens. The event description provided states that the trailing haptic of the lens got caught during injection and broke on implantation into the eye, necessitating lens explantation and exchange.